Event description:
Depuy acromed received a complaint concering 6 doc bone screws. During insertion, 2 screws broke at the flanges and 4 screws "spread" and could not be used. The pieces were retreived without incident. Surgery time was extended over an hour. No other adverse consequences occurred to the pt. Only the two broken screws were returned. According to the complainant, the other screws were discarded by the hospital. The driver used in surgery was not returned. A material assessment was performed and the screws conformed to specifications. A fracture analysis was also performed. The fracture surface was found to be rough, indicating that the break occurred due to a static load and not due to fatigue. No material defects were observed. The most likely cause of the event is excessive force during insertion. Due to the small size of these screws, if excessive force is applied to the screw during tightening, the flange may break. The fracture analysis supports this conclusion.

Event description:
Depuy acromed received a complaint concering 6 doc bone screws. During insertion, 2 screws broke at the flanges and 4 screws "spread" and could not be used. The pieces were retreived without incident. Surgery time was extended over an hour. No other adverse consequences occurred to the pt. Only the two broken screws were returned. According to the complainant, the other screws were discarded by the hospital. The driver used in surgery was not returned. The returned broken screws are currently under evaluation. No further information is available at this time.